Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, encountered iol cannot get out of the cartridge, the iol is too hard. The iol was removed and replaced with another lens during the initial procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the tip of a non-qualified cartridge. Viscoelastic is observed in the cartridge. The lens is torn/crushed into pieces. The cartridge tip has heavy stress and is torn on the bottom and split on top. It appears the plunger was advanced under the lens and through the bottom of the cartridge. The cartridge was cleaned for further evaluation. The lens pieces were removed with cleaning. Top coat dye stain testing was conducted with acceptable results. Qualified handpiece was indicated. Viscoelastic was not provided. It is unknown if a qualified product was used. The company lens model is only qualified for use in the cartridges. The lens was returned in the cartridge advanced into the tip. The lens was not implanted and removed as reported. The root cause for the reported issue may be related to a failure to follow the instructions for use (IFU). The lens was returned in a cartridge. Extensive cartridge tip damage was observed. Based on the observed damage a plunger underride occurred. Top coat dye stain testing was conducted with acceptable results. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received there was patient contact but no patient harm. The product was single-used.